Manufacturer narrative:
Calibration data at the customer site was acceptable. No issues were identified during a review of the alarm trace data. The customer did not use rack adapters with 13 mm sample tubes. Product labeling states rack adapters are to be used with 13 mm sample tubes. Sample material was submitted for investigation with the following results: the customer's result was reproduced by the elecsys method: 0.055 coi (negative) creative diagnostics covid19 igg/igm rapid test igg/igm: negative surescreen diagnostics covid19 igg/igm rapid test cassette was igg: reactive and igm: negative a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Sample material was requested for investigation.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys anti-sars-cov-2 (anti-sars-cov-2) on a cobas e 411 immunoassay analyzer. The sample was initially tested by the healgen method and the igg result was "positive." The specific result was not provided. The sample was repeated on the e411 analyzer and the result was 0.078 coi (negative). This result was reported outside of the laboratory. A new sample was obtained and the result from the e411 analyzer was 0.081 coi (negative). It is not known which result was believed to be correct. No pcr test was performed. The e411 analyzer serial number was (B)(4).